Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during log file analysis, no external power alarms were observed while the device was connected to the mobile power unit (mpu). It cannot be discerned if the power cord came loose from the mpu, wall outlet, or if power to the patient's house was lost. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on 06dec2019. The log file captured no external power alarm events on december 1. The system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 2:19 am. Attempt was made to obtain additional information from the customer regarding the event. Additional information received january 7, 2020 indicated no information will be shared at this time. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power and low voltage advisory alarms. Heartmate ii lvas IFU, heartmate ii patient handbook contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU , heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.